Event description:
The customer reported that this defibrillator failed to power up when needed for use. The involved pt died, but it has not yet been reported whether the device was a factor in the pt's outcome.

Manufacturer narrative:
A f/u report will be submitted after philips obtains more info about this event.